Event description:
The customer contact reported difficulty regulating flow; subsequently, the patient received more IV fluid than intended. The tubing set was being used to deliver an unspecified IV fluid at an unspecified rate for a duration of one hour. The cair clamp was being used to regulate the flow rate. After approximately 5 minutes in use, the customer contact reported the IV fluid was delivered. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. All affected customers were notified via a device information letter dated september 20, 2007.